Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported that the pt had not used stimulation in two months. She stated that she had turned off her system. She reported that her stimulation had turned on by itself twice and she did not believe this issue was related to her position at the time. The pt was scheduled for a reprogramming session. No further info is available at this time.